Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported device vascular dissection resulting in unexpected medical intervention appears to be related to user error. In this case, it is possible that the vascular dissection resulting in unexpected medical intervention is due to the physician reportedly unintentionally spinning the oad subintimal during treatment; however, since the device was not returned this could not be confirmed. The diamondback 360® precision coronary orbital atherectomy system instruction for use (IFU), warns: ¿do not continue treatment if the wire or the device becomes subintimal.¿ in this case, it is possible that the violation of the IFU contributed to the reported dissection. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. Updated: g3, g6, h2, h6 h6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported that during the procedure the abbott clinical specialist noticed the physician unintentionally spin the diamondback 360 precision coronary orbital atherectomy device (oad) subintimal during treatment of calcified, non-tortuous left anterior descending artery (lad). The oad did not become stuck or stall. The type of dissection is unknown. The dissection was treated with stent placement. There were no further complications.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that during the procedure the abbott clinical specialist noticed the physician unintentionally spin the diamondback 360 precision coronary orbital atherectomy device (oad) subintimal during treatment of calcified, non-tortuous left anterior descending artery (lad). The oad did not become stuck or stall. The type of dissection is unknown. The dissection was treated with stent placement. There were no further complications.